Event description:
It was reported that during cholecystectomy procedure the gas leaked. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 11/7/2007. Information anticipated, but unavailable at this time.